Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "acute left hemothorax as a late complication of an active-fixation pacemaker lead." Annals of thoracic surgery. March 1 2013;95(3):1081-1084. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this lead. The patient presented seven months post operatively with third-degree atrioventricular block and needed temporary pacing. Interrogation of the device showed no capture at maximum thresholds. Chest radiograph and echocardiogram were done and no pericardial effusion or lead position change was noted. Although, right ventricular (rv) perforation was suggested. A new lead was placed in the rv septum. Three months later, the patient was readmitted for pericardial chest pain. A chest radiograph was done and it showed that the lead "projecting into the cardiac border" and some effusion. A CT scan was scheduled. However, the patient "suddenly" experienced worsening of clinical conditions, and pain of the left hemi thorax, shortness of breath, and high blood pressure. A CT scan "clearly" showed that the tip of the lead had perforated the rv apex. The patient was immediately brought to surgery. The lead tip was cut, and the rv apex sutured. Blood was then drained from the left pleural cavity. The rest of the lead was pull back. The patient was stabilized and discharged five days later with normal pacing parameters. There were no further patient complications as a result of this event.